Event description:
Boston scientific received information in (B)(4) 2013 from a product experience report (per) form that this patient died on the day of the procedure as a result of cardiac tamponade from a right ventricular (rv) lead perforation. Boston scientific received information from the local representative that the physician became aware that a rv lead perforation had occurred (drop in blood pressure) during suturing of the leads. The device was placed in the pectoral pocket so that bradycardia pacing back-up could be provided and emergency measures were undertaken (including an echocardiogram, cardiopulmonary resuscitation (CPR) and attempted pericardiocentesis). Despite a surgical procedure (cardiac window), the patient could not be stabilized and died. The device and leads were not explanted and will not be returned to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.